Manufacturer narrative:
No product was returned to the manufacturer for device evaluation and no lot number was reported, the manufacturer is unable to investigate further. No trends were identified, and no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient was seen (B)(6) 2019 for a comprehensive exam and contact lens fitting. The patient was previously wearing lenses from a different manufacturer. Contact lenses were dispensed on (B)(6) 2019. On (B)(6) 2019, four days later, the patient returned to the office with complaints of irritation, a scratchy sensation, haze and watering of the left (os) eye. The health care provider noted two marginal superficial epithelial infiltrates and mild epithelial staining. The patient was diagnosed with corneal ulcers of the left eye and treated with ofloxacin. The health care provider states that medical intervention and/or medications were required to prevent or preclude permanent injury or impairment of the eye function or structure. The incident has fully resolved as of (B)(6) 2019 with no permanent conditions.